Event description:
It was reported that alarm 15 (unable to obtain a stable patient temperature) occurred in an arctic sun device during preventive maintenance calibration. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, alarm 15 occurred during calibration. The device would be sent in for a bd-approved facility for evaluation. The repair has not been started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. During evaluation, it was confirmed that the device failed calibration as an error 15 appeared. Isolation circuit card was replaced. Found leak from the drain port. Drain valves were replaced. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 15 (unable to obtain a stable patient temperature) occurred in an arctic sun device during preventive maintenance calibration. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, alarm 15 occurred during calibration. The device would be sent in for a bd-approved facility for evaluation. The repair has not been started. Per sample evaluation results received via task on 30sep2025, it was reported that they found leak from the drain port.